Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/22/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 4/9/2018. Bilateral rupture and capsular contracture occurred. As a result, bilateral prosthesis replacement with 475cc mentor memorygel breast implants was performed. (See 1645337-2018-02349 for report on contralateral prosthesis) concomitant products: unknown mentor gel implant manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/14/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with an unknown mentor gel implant. Upon receipt by mentor, the gel contained in the device appears yellow. Brown material was observed within the device. Brown material and gel was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 3.9 cm within an area of siltex cracking on the posterior aspect. No other anomalies were found. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Without the benefit of additional evaluation of the device to include leak testing and microscopic examination, no further conclusion as to the cause of the rent can be determined at this time. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with an unknown mentor gel implant. Rupture was diagnosed through mammography post procedure. As a result, the device was replaced with a mentor gel implant on (B)(6) 2018.